Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing was disconnected at quick release after changing out set and changed out whole reservoir and set, just to be safe. The site was at the left side of the abdomen and the pump was located on the same side to the site. The infusion was in use for a few minutes. Reportedly, the infusions were stored in drawer in room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.